Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that there was sample buildup at the incubation ring input. The cse tested and cleaned the aspiration wash station. Upon a follow-up visit, the cse replaced the sample plunger and the syringe for the sample splatter. The cse also replaced the luminometer "o" ring but the dark count did not change. The cse then replaced the luminometer and ran a background check, which was acceptable. The cause of the (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting (B)(6) both times. The sample was run for a confirmatory test and resulted as (B)(6). The sample was then repeated twice on an alternate advia centaur instrument, also resulting (B)(6). It is unknown if the (B)(6) result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.